Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and while performing a visual inspection, no issues were found related to the reported problem. The unit was tested on an in-house system and passed normal mode. During system testing noise from yaw when moving in yaw direction. During patient side cart (psc) fixture test platform (pftp) testing unit failed for pitch friction speed slow test. Failure analysis was able to conclude that the yaw motor module with the harmonic drive and pitch module with harmonic drive were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 4. The usm passed the electrical safety test. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the nurse called in to report that universal surgical manipulator (usm) 4 locked and then moved suddenly. The customer provided the patient side cart (psc) user configuration. Most likely, the surgeon used usm 4 to hold the tissue. Surgeon drove with the right hand the usm 4 alternating with usm 3. User did not notice any error or warning message during use. The technical support engineer (tse) found nothing relevant in the logs. The sterile adapter and instrument that were used during this procedure were different from another procedure, and the only common point was usm 4. The site ensured that the usm was not at the hard stop. They tried to reposition the usm as well and issue returned. The procedure was completing as planned with no reported injury.